Event description:
The patient was implanted with a smooth saline mammary prosthesis 1/7/88. Subsequently, the patient experienced a deflation and an infection of the breast. The device was removed on 2/11/98.